Event description:
The customer reported there was no image from the camera head when it was connected and a white balance message was displayed during preparation for an unspecified therapeutic procedure. The procedure was completed using another similar device following a delay to replace the equipment. There was no harm or user injury reported due to the event.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was sent to an olympus service center for evaluation. Inspection and testing found the image was lost due to a circuit board failure. In addition, the image was noisy due to cable image failure, the cable was scratched and twisted, there was corrosion of the electrical contact at the connector due to stress, the connector was dented, and the rotation of the scope was heavy due to the scope mount being bent at the head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image displayed due to a failure caused by water immersion inside the charge-coupled device (ccd) unit. The cause of the water immersion of the ccd could not be identified. Olympus will continue to monitor field performance for this device.